Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room due to audible alerts. A lead integrity alert (lia) had triggered due to oversensing. Noise was observed on the electrograms, the impedance was greater than 3000 ohms and a fracture was suspected. A lead replacement procedure was attempted however there was no access due to venous occlusion and the lead was programmed off. Approximately one week later the fracture was confirmed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.